Manufacturer narrative:
In 2007, this became a reportable event due to the iab and sheath being removed. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that md could not advance iab through sheath. In 2007, it was reported iab was prepped per instruction. Md inserted iab into sheath & it became stuck. Md removed sheath with iab as one unit. Md decided not to treat patient with iab therapy after all.